Event description:
During a coronary ptca treatment procedure of a heavily calcified 90% ostial lesion, the maverick2 monorail balloon ruptured. The physician had attempted to cannulate the rca with several guides prior to partly engaging the 6fr jr4 guide catheter. He was then able to cross the lesion to the distal rca. He attempted to dilate ostial lesion first with a 2.5 balloon, but was unsuccessful. He then inserted the maverick2 mr 15mm x 3.0mm catheter and inflated it to 16 atms (rbp=14 atms) at which point it ruptured. The pt was reported to be stable during this event. The gudie catheter, balloon catheter and wire were removed as a unit. Attempts were made to recannulate the lesion, but they were unable to do so. The pt was taken to surgery for 2-vessel coronary artery bypass and an aortic valve replacement, due to the failed intervention of the heavily calcified ostial lesion and aortic stenosis, not as a result of the balloon rupture. The pt was transferred to a rehab facility approx 4 days later, but was subsequently re-admitted to the hospital for a brief time for treatment of an infected leg wound.